Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient called to report passing out three times in eight days. The patient believes the pacemaker¿s battery is getting low. The patient states that the patient is not currently being seen by a physician and has not had the device checked in a while. A follow up attempt with the patient¿s healthcare provider on record yielded that the patient has not been seen by the clinic in a while. The device remains in use. No further patient complications have been reported as a result of this event.